Event description:
It was reported that six years ago the patient had a stroke. The patient lost hearing in his left ear following the stroke. It was later reported that it was thought the stroke was unrelated to the implantable neurostimulator (ins) system, but the reporter was unable to say for certain. It was not believed the stroke had any effect on the device or system. As of an appointment on 2013-(B)(6), the patient was still being helped by therapy. (B)(4).

Manufacturer narrative:
Product ID 3387-40, lot# l51275, implanted: 1998-(B)(6), product type lead product ID 7495-51, serial# (B)(4), implanted: 1998-(B)(6), product type extension product ID 7426, serial# (B)(4), implanted: 2006-(B)(6), product type implantable neurostimulator product ID 3387-40, lot# l74115, implanted: 1999-(B)(6), product type lead product ID 7495-51, serial# (B)(4), implanted: 1999-(B)(6), product type extension product ID 7426, serial# (B)(4), implanted: 2006-(B)(6), product type implantable neurostimulator. (B)(4).